Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient received a low battery warning (elective replacement indicator- eri) message. It is unknown if this occurred prematurely.

Event description:
Additional information indicates that surgical intervention was undertaken on 12 june 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. (Weight).